Event description:
The home training nurse reported that the pt expired during a routine hemodialysis treatment. The nso cycler was displaying step 23 of the prime and alarms test when found. The pt's medical history includes low bp, previous heart attack and heart surgery. An autopsy was performed with the cause of death listed as air embolism, accidental death.

Manufacturer narrative:
There is no evidence to suggest a malfunction of the device contributed to the air embolism. Analysis of the pt treatment log files for this event shows that after the successful prime and alarms testing, the pt had inadvertently made all treatment connections while still in the recirculation phase of the prime and alarms test. Two alarms occurred at this time which should have alerted the pt. The log file confirms the pt's cause of death identified from the autopsy as well as the nurse's observation of the cycler still in the prime and alarms phase. Nxstage medical considers this report closed. No add'l info will be provided.